Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the findings reported in b5, additional findings were as follows: the adhesive on the bending section cover rubber had a chip and was scratched, the video connector had a scratch and a crack, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage on bending tube, bending angle in up direction exceeded the standard value, due to damage on the lock engagement lever, bending section could not be fixed firmly, the lock engagement lever had a scratch, the adhesive around objective lens was peeled, the light guide cover glass and connector had a scratch, the right/left plate and lever had a scratch, the universal cord had a scratch, the angulation lever had a scratch, the grip had a scratch, switch 1 had a scratch, and the control unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electrical circuit had a defect; a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the -endoeye flex deflectable videoscope tip of the charged coupled device (ccd) had a separation problem. The issue was observed during preparation for use for an unknown therapeutic procedure. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to damage on circuit board of video plug section, image noise occurred, and an image could not be displayed and due to damage on ccd unit, the image was not displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.